Manufacturer narrative:
Correction : describe event or problem. The root cause for the reported issue was not determined; although multiple requests have been made, no products or device logs were returned by the customer for investigation.

Event description:
It was reported that there was an event related to a medication infusion and that one of them had resulted in a patient needing to return to surgery. Although requested, no additional information was reported to bd to date.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that there was an event related to a medication infusion and that one of them had resulted in a patient needing to return to surgery.